Manufacturer narrative:
Date of event estimated.

Event description:
Manufacturer related report number: 3006705815-2021-03508. It was reported one of the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2021 during which the existing lead was explanted and replaced. Stimulation therapy was reportedly restored postoperatively. Note: both of the patient's leads are being reported because it's unknown which lead migrated.